Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, the receiver ceased to function. No additional event or patient information is available. No product or data was provided for evaluation. The reported event ceased to function could not be confirmed. A root cause cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver will not boot and charge. The receiver turns on with 'call tech support error: err121' displayed on screen. The receiver download contains no data from the relevant dates of this investigation. Unable to perform functional test due to receiver turning on with 'call tech support error: err121' displayed on screen. (B)(4) from receiver download is (B)(4). The reported event of ceases to function was undetermined. The root cause could not be determined.